Event description:
It was reported that during a spine surgery at the healthcare facility, the image transfer could not be performed and the surgical procedure was prolonged by 60 minutes, during which additional general anesthesia was administered. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a spine surgery at the healthcare facility, the image transfer could not be performed and the surgical procedure was prolonged by 60 minutes, during which additional general anesthesia was administered. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.